Manufacturer narrative:
Date of event: correction from (B)(6) 2019. Additional information was received from follow-up with the customer: the healthcare worker (hcw) was not wearing personal protective equipment (ppe), the ¿skin irritation¿ was located on the hands and wrist and lasted ¿only 5 to 10 minutes¿. The hcw washed with water and the reaction ¿disappeared¿ in 10 minutes. Lastly, the hcw did not receive medical treatment for the skin reaction. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release trending analysis of the odor/smells issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The parts were not available for return and further analysis. The assignable cause of the odor/smells issue is the adapter converter, catalytic converter, oil mist filter, and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The adapter converter, catalytic converter, oil mist filter, and vacuum pump oil were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. (B)(6). Asp complaint ref #: (B)(4).

Event description:
A customer reported a healthcare worker (hcw) experienced a skin reaction when they opened the door of their sterrad® 100nx sterilizer to remove a load from the chamber. The symptoms were described as ¿burning and itching¿ on the skin. Asp requested additional information regarding the event but has received nothing further to date. An asp field service engineer was dispatched to assess the unit onsite, and upon arrival discovered an odor emitting from the sterrad® 100nx sterilizer. The limited information suggests the skin reaction was not serious. In addition, there is no report that medical or surgical intervention was required to preclude a permanent impairment of a body function or permanent damage to a body structure. However, this event is being reported as a malfunction subsequent to a serious injury for the report of odor.